Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a problem with their device and needed assistance on how to use the device. No symptoms were reported, no further complications were reported or anticipated.

Manufacturer narrative:
Corrected to reflect event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was not sure what the problem with the device was ¿ they just reverted back to urinary problems they had before being implanted; the patient had frequency of urination and feeling bloated. The patient met with a manufacturer representative who reprogrammed it, but it still was not working right. No further complications were reported/anticipated.